Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during nail surgery, the tip of one (1) lag driver retaining rod assembly broke off when the screw was finished being driven in. The tip was left in the screw because the screw was screwed in all the way and the break was flush with the screw head. The surgeon considered there was no elevated risk on leaving the broken tip inside the patient. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, although the device is manufactured and intended as an externally communicating device, the material composition of the retaining rod is stainless steel per drawing print and does not represent a biocompatibility concern based on the history and use in implantables. It was communicated that the requested clinical documentation was not available; therefore, no clinical factors were concluded to have contributed to the event. The current patient status is unknown. Further patient impact is unlikely; however, possible micro-motion and/or fragment migration, and local irritation/discomfort cannot be completely ruled out. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for use for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed that visually inspecting for damage or wear, including components in their disassembled state prior to re-assembly as well as ensuring components are re-assembled securely is indicated. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.